Event description:
It was reported that stent damage occurred. A 2.50 x 24 synergy¿ drug eluting stent was selected for use to treat the lesion. However, during preparation, the physician noticed that some stent struts were out of correct place. The procedure was completed with another of the same device. No patient complications were reported. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts on the proximal portion of the crimped stent were damaged, distorted and bunched distally on the balloon. The crimped stent od was measured at the undamaged distal portion. The product stent protector was not returned for analysis with the device, however the specified inside diameter of the stent protector was measured. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50 x 24 synergy drug eluting stent was selected for use to treat the lesion. However, during preparation, the physician noticed that some stent struts were out of correct place. The procedure was completed with another of the same device. No patient complications were reported. This product is only ous approved but it is similar to an approved us device.